Manufacturer narrative:
3/21/97-supplemental report #1 submitted to FDA. Add'l data entered d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an unspecified procedure. The clips did not load or form properly. The surgeon used another instrument to complete the procedure. No pt injury reported.